Event description:
Obese pt with bivona adjustable trach, inserted at outside hosp. Pt was out of bed in chair noted to be limp and grey. Code called, noted significant length of trach tube visible out of neck. Flange released, trach adjusted, pt recovered.